Event description:
In 2008, a palmaz genesis 7x39mm stent was implanted in the left external iliac artery of this pt, along with a 6cm long ev3 nitinol stent overlapping it by 3-4 mm. The lesion was a cto, and the stent was deployed at 10 atmospheres, with no post-dilatation. Approximately three months after the index procedure, angio revealed the genesis stent to have restenosed and fractured in half. The stent had separated by approximately 2mm. The fractured/separated genesis stent did not migrate, but thrombosis was noted within the stent, and there was flow limitation. The pt was lysed with retovase for 18 hrs, and a 7mm atrium stent was placed within the fractured genesis stent and post-dilated with an 8mm balloon. The pt was noted to be in good condition following this intervention. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.